Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/ laboratory data or medical history are unknown. This information was not available from the facility. Report source: (B)(6). 510(k) is n/a. This device is only sold in japan. The angiosculpt device was discarded by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used to treat a moderately tortuous peripheral lesion. During the first inflation at rbp (14 atm), the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported. This product problem is being submitted per FDA request because the balloon ruptured at rbp.

Manufacturer narrative:
Block b5: updated from "this product problem is being submitted per FDA request because the balloon ruptured at rbp" to "this product problem is being submitted conservatively because the balloon ruptured at rbp."

Event description:
This product problem is being submitted conservatively because the balloon ruptured at rbp.